Manufacturer narrative:
There was no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2014. The surgeon observed spontaneous hyphema in the implanted eye, and prescribed topical therapy. The patient was under observation in the hospital, and clinical follow-up from (B)(6) showed no rapid absorption of the hyphema. The patient was prescribed hypotensive medication (diamox, azarga, and alphagan). On (B)(6) 2014, (the surgeon performed a pars lana lavage of the vitreous cavity under local anesthesia, and all intraocular hemorrhage was cleared. Normal fundus visibility was present after surgery. On (B)(6) 2014, the iop decreased to 14 mmhg. There was no recurrence of the hyphema, and the implant remained completely secure during this period with no change in position.